Manufacturer narrative:
Relevant retention test strips (lot 28632312 ) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Event description:
The customer questioned high inr results for 98 patients tested on one of 7 coaguchek xs professional meters in use and 2 different lots of test strips during the month of (B)(6) 2018. The serial numbers for the 7 coaguchek xs professional meters are: (B)(4). The meter results for the affected patients were outside of their therapeutic range and comparison testing was performed by an unspecified laboratory method within 7 hours. Based on the data provided, the results for 58 patients were discrepant. This medwatch will cover strip lot 28632312. Refer to medwatch with patient identifier (B)(6) for information on strip lot 29494711. Refer to attached data for the patient results. No therapeutic ranges were provided. No patients required treatment. No adverse event occurred. The test strips were requested for investigation.